Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_0 error message during a cardiac surgery procedure. The user attempted to connect the transducer to another port and restarted the system but the issue was not resolved. The user replaced the ultrasound system and replaced the transducer to continue and complete the intended procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Patient's information: requested, not available. Not applicable, no adverse event. Lot # and expiration date not applicable. Implanted/explanted date: not applicable, not an implant. Investigation: the complaint was investigated for an acquisition 0 displaying only with z6ms transducer. The transducer was returned, and an investigation was performed. The acquisition 0 error could not be reproduced by engineering, and no image quality issue could be found. However, thermal damage was found on the electrical boards. It could be intermittent electrical short by outside contaminant from outside which can lead to system error or image problem. A probable cause was determined to be mpm and/or spc board malfunction. This has not been identified as a trend failure, yet. (B)(4).